Manufacturer narrative:
(B)(4). Non healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the pt. Received a gunther tulip on (B)(6) 2010. Pt is alleging pain, suffering, disability, impairment, (permanent and continuous) injuries and emotional trauma without further details. Hospital and medical records have been requested, but not yet provided.

Event description:
No additional information reported at this time.

Manufacturer narrative:
It was confirmed that cook inc. MDR 182033-2018-02338 is a duplicate to william cook europe MDR 3002808486-2018-00935. We hereby notify that any future reporting involving this event will be processed via MDR#: 3002808486-2018-00935 as the correct manufacturer.